Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42500006402, femur, lot #: 63581056. 42521400710, articular surface, lot #: 62878219. Report source: event occurred in (B)(6).

Event description:
It was reported that approximately 17 months post implantation, the patient underwent a revision due to loosening of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. As stated in persona: the personalized knee surgical technique, place a layer of cement on the underside of the tibial baseplate, around the keel, on the resected tibial surface, and in the tibial im canal. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.